Event description:
The pt is right-handed with a long history of progressive parkinson's disease with poor response to medications. Placement of deep brain stimulator into the left subthalamic nucleus was performed. The pt did well over the first night. In the morning pt was sitting in the chair requesting discharge home when shortly thereafter became unresponsive, and developed a generalized seizure requiring intubation and assisted ventilation. The repetitive CT scans failed to show any evidence of intracranial hemorrhage or any other intracranial pathology gradually. Pt showed improvement in condition. Ten days later the pt requested discharge home. The next day pt was discharged home. The etiology of the pt's deterioration on the 1st day post-operatively was never clearly delineated. Therefore, it is impossible to intake a specific entry under the diagnosis. The pt's current condition is stable.